Event description:
It was reported a patient presented in clinic with twitching and oversensing on the right ventricular channel of their implantable cardioverter defibrillator. Programming changes were made to restore normal parameters. The patient was recovering.